Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator "unit alarms when powered on and displays settings were locked out." The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found an error message: unable to read expiratory flow sensor. The se replaced the expiratory flow sensor. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found damage to the temperature sensor. The returned component was installed into a test ventilator for analysis and functionality testing was performed. The ventilator failed the power on self-test and error codes were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that root cause was isolated to the damage to the thermistor due to customer mishandling. The pb980 series ventilator operators manual gives adequate instruction on replacing / reseating the flow sensor assembly. If information is provided in the future, a supplemental report will be issued.